Event description:
Report received of a general complaint of delay in therapy due to occlusion and air-in-line alarms. It was reported that there have been an unspecified number of undocumented cases of pumps alarming for either occlusion or air-in-line. Some of the alarms reportedly resulted in delayed therapy of critical drugs in the ICU, while the tubing sets were being changed. There was reported fluctuation in vital signs in some cases, which stabilized after the sets were changed and the alarms were resolved. No medical interventions were required in any of the cases. There were no specific details of any of the events. Though requested, there was no additional information available.